Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instruction¿s for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: instructions for sheath removal including, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Without the benefit of a returned complaint device, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the health risk assessment (hra) no further action is required.

Event description:
An atherectomy was performed with another manufacturer's device via right groin access. Upon removing the sheath, the hub came off and the sheath remained in the patient. Enough of the sheath was outside of the sheath that the user was able to grasp the sheath by hand and remove the remaining device. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Lot # asku. It is currently unknown if initial reporter is a health professional as this information was not provided. Approximate age of device is currently unknown as lot information was not provided. (B)(4). Device manufacture date is currently unknown as lot information was not provided. The event is currently under investigation.

Event description:
An atherectomy was performed with a another manufacturer's device via right groin access. Upon removing the sheath, the hub came off and the sheath remained in the patient. Enough of the sheath was outside of the sheath that the user was able to grasp the sheath by hand and remove the remaining device. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence